Manufacturer narrative:
(B)(6). A visual examination of the returned uphold¿ lite revealed that the suture on the blue with white stripe dilator was missing and was not returned. The distal end of the dilator was torn. Analysis also revealed that there was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, the metallic hub on one of the wires was missing. The physician noticed that an anchor of one of the two fixing arms was missing. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Problem of needle detachment. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, the metallic hub on one of the wires was missing. The physician noticed that an anchor of one of the two fixing arms was missing. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.